Event description:
It was reported that they got error and the unit was making a loud noise. This caused the image to be repeated. Our fe determined that screw had come lose on the backside of the grid. The fe applied lock tight and tighten the screws.